Event description:
Adverse event(s): "none reported" (no code available). Product problems(s): "error in one of the haptics" (defective component[haptic]). A surgeon reported that during intraocular lens (iol) implant surgery, an "error" was noted in one of the haptics. The surgeon stated he did not know if the haptic was broken in the cartridge or before that. The surgeon decided to leave the iol implanted hoping that when the capsular bag tightened up, it would hold the iol in place. At the first postoperative visit, the surgeon noted the iol was dislocated. The iol was exchanged in a second surgical procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).